Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The coil was returned still contained within the microcatheter. The microcatheter was flushed to remove the jammed coil. Analysis revealed that the mail coil was kinked and stretched. The coil appeared to have prematurely detached (break at detachment zone). Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information available, it is probable that procedural factors contributed to the observed damages; therefore, an assignable cause of operational context was assigned to this investigation.

Event description:
Analysis of the returned device revealed that the coil had prematurely detached (break at detachment zone). There was no reported clinical consequence to the patient.